Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broaches were starting to bend at the trunion and they are trying to switch them out before more break. No surgical delay reported.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : examination of the returned instrument cannot confirm the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Territory 228 reported that the broaches were starting to bend at the trunnion, and they are trying to switch them out before more break. No surgical delay reported. Examination of the returned instrument could not confirm the reported observation. A functional check with a mating broach handle found the reported observation unconfirmed; the instrument assembled with the handle as intended. Instrument is still able to perform intended function and only shows small signs of normal wear around the post. The complaint sample consisted of (1) 201001080 summit broach sz 8, lot pg269456. Review of as400 indicated that this device was distributed for use on 19 oct 2017. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under sep 419 post market surveillance.